Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. The patient stated they had been experiencing inaccurate values with the dexcom system and the values on the cgm would be 50-60 points lower than what the actual blood sugar was. The patient had a low blood sugar event on (B)(6) 2018, in which they drank soda and hot chocolate with sugar based on the cgm reading. She indicated that the cgm was not showing values because it was lower than 40 mg/dl and that the urgent low alert kept going off. The patient reported symptoms of a pounding heart, sweating and confusion so she called the paramedics. She was unsure of what her blood glucose was actually reading at the time of the event because she was confused and did not take a finger stick reading. When the paramedics arrived, they checked her blood sugar with their meter; however, she did not provide values. She stated the paramedics treated her with something by mouth and her blood sugars came back up and the bg meter was reading 78 mg/dl. At the time of contact, the patient was in stable condition. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.